Event description:
It was reported that a patient scheduled to have their system removed. The facility and patient did not notify bsc or the representative that they had scheduled this appointment and that the patient expressed she was having pain and numbness in their right leg. The representative attempted to talk to the patient the morning of scheduled procedure to inform the patient that their lead is placed on their left side and may not be the cause of their discomfort and offered to troubleshoot or try turning off the stimulation to see if the pain goes away, but the patient declined. The patient has been doing better since the removal of the device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This report is being submitted to correct the concomitant product/therapy field (c2/d10): UDI for concomitant product, tined lead: (01b)(4).

Event description:
It was reported that a patient scheduled to have their system removed. The facility and patient did not notify bsc or the representative that they had scheduled this appointment and that the patient expressed she was having pain and numbness in their right leg, and have fecal incontinence. The representative attempted to talk to the patient the morning of scheduled procedure to inform the patient that their lead is placed on their left side and may not be the cause of their discomfort and offered to troubleshoot or try turning off the stimulation to see if the pain goes away, but the patient declined. The patient has been doing better since the removal of the device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient scheduled to have their system removed. The facility and patient did not notify bsc or the representative that they had scheduled this appointment and that the patient expressed she was having pain and numbness in their right leg, and have fecal incontinence. The representative attempted to talk to the patient the morning of scheduled procedure to inform the patient that their lead is placed on their left side and may not be the cause of their discomfort and offered to troubleshoot or try turning off the stimulation to see if the pain goes away, but the patient declined. The patient has been doing better since the removal of the device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4). Supplemental record being submitted for the product investigation conclusion and coding: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported complaint cannot be confirmed. There were zero issues found with ipg during inspection. No problem detected was chosen as conclusion code. Based on the information available the cause that contributed to the reported event cannot be established.